Event description:
Event details: leakage from infusion bag, sample is available and cytotoxic. During use follow up response received on -12/31/2025. Please note that there was no patient or user harmed. Fluid that leaked contained doxorubicin, docetaxel. Follow up response received on -1/8/2026. Please confirm: was the infusion adapter fully inserted when the leakage occurred? Answer: yes, it was fully inserted. Was there any damage noted on the infusion bag? Answer: no what brand IV bag was used? Answer: baxter.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo, one video, and a physical sample were provided to our quality team for investigation. Upon reviewing the photo and video, liquid was observed on the exterior of the IV bag. A thorough inspection of the returned product identified no damage or defects that could have contributed to the reported leakage. Functional testing was performed by inserting the infusion adapter into an IV bag. Liquid was injected without issue, and pressure was applied to the bag. No leaks were detected from the adapter or any connection points. A device history review was conducted for lot 2404213. No deviations or nonconformances were identified during the manufacturing process that could have contributed to this observation. During the assembly process, an automated inspection is performed in which channels are leak-tested by passing airflow through them; parts that fail are automatically rejected. All quality records confirm that inspections were completed according to established procedures and that the product met all specifications for release. Additionally, three retained samples from the reported lot were evaluated. Visual inspection revealed no damage or defects in any of the infusion adapters and no leakages were identified. Based on the investigation and evaluation of the returned sample, no root cause related to the product or manufacturing process can be determined at this time. Complaints for this device and reported condition will continue to be monitored by our quality team for any signs of emerging trends.

Event description:
No additional information.